Event description:
It was reported that one day post-op they tried to interrogate the implantable pulse generator (ipg) and kept receiving the message: "noise interfering with telemetry". The programming head was changed but the same message was received. It was noted that the patient was on a ventilator. The ipg was able to be interrogated when the device model was hand selected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.